Manufacturer narrative:
Additional information : the lot number was manufactured between june 23, 2018 - june 24, 2018. The device was received for evaluation. Bag was sliced at the top right where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak coming from the spike port cap. The reported problem of leaking from the right side of the seam was not verified. The cause of the leaking port could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that an exactamix 500 ml eva tpn bags was leaking from the right side of the seam (previously reported as an unspecified quantity of exactamix 2000 ml eva tpn bags). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva tpn bags were leaking from the right side of the seam. This occurred before patient use. There was no patient involvement. No additional information is available.